Manufacturer narrative:
(B)(4): the customer reported that during a call the device was connected to a patient and the defibrillator started beeping. The power was removed and the device turned back on but the beeping continued. This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a call the device was connected to a patient and the defibrillator started beeping. The power was removed and the device turned back on but the beeping continued.